Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary bilateral attune tkas to treat osteoarthritis. The patella was resurfaced and an unknown number of depuy cements were used on each knee. The procedure was completed without complications. Left knee revision operative notes indicate that the patient received a right knee revision to treat pain secondary to loosening of the tibial tray at the cement to implant interface. There were no operative notes for the right knee revision provided. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.